Manufacturer narrative:
(B)(4). Medical devices: 115330, comp rvrs shdr glen bsplt +ha, 556460. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent shoulder arthroplasty. During the surgery, the screw would not fully seat in the baseplate, and the hex of the screw ended up being stripped out causing the surgeon to remove the screw and implant a different one. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that a patient underwent shoulder arthroplasty. During the surgery, the screw would not fully seat in the baseplate, and the hex of the screw ended up being stripped out causing the surgeon to have to cut the screw head off. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.